Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray switch. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the x-ray switch stuck in the down position and the system continued to produce x-rays. No pt injury was reported.